Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/22/2016. (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states¿ caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hysterectomy on (B)(6) 2013, and the uterus was morcellated. It was determined that the patient had high grade leiomyosarcoma. On (B)(6) 2013, the patient underwent a CT scan which indicated a mesenteric nodule. A procedure was scheduled on (B)(6) 2014, to remove the patient's nodule, which was determined to be benign. However, radiation and chemotherapy where recommended. In (B)(6) 2015, multiple tumor masses were revealed. In (B)(6) 2015, the patient had a 26cm abdominal pelvic mass visible on CT scan, and was then admitted into hospice care. The patient developed sepsis due to bilateral hydronephrosis, and tumor compression. On (B)(6) 2015, the patient passed away. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/16/2016.